Manufacturer narrative:
A series of photos were shared by customer, where customer is showing a condensation inside some of the microclaves, no additional damage or anomalies are noted. Complaint of leaks can be confirmed based on the evidence shared by customer. However, since no product sample was received for investigation a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. The device history review (DHR) review couldn't be performed due to the lot number for this complaint was unknown.

Event description:
It was reported that an unknown needleless connector was found with condensation within the device. The reporter stated that they are noticing condensation in some of the of the needleless connectors used in oncology. The customer stated that the condensation seems to be within the fluid pathway has observed this phenomenon a couple of times. The customer stated that the product was in use on an accessed central line. Products were capped with 3 m curos disinfecting caps. There was no patient harm reported. This is report one of three.